Manufacturer narrative:
Complaint conclusion: it was reported that the palmaz genesis opta pro balloon leaked and became caught on the stent. The stent was advanced across the left subclavian lesion (lesion/vessel characteristics unknown) via radial access. The physician attempted to expand the stent via an indeflator, but the balloon would not hold enough pressure to expand the stent. He quickly filled the indeflator which allowed him to get some expansion at the proximal end of the stent. He determined the balloon had a leak and tried to remove the balloon, but the balloon was stuck on the stent and could not be removed. The balloon did not significantly block blood flow. An additional access was made via the groin and a guidewire was placed to secure the stent. The stent delivery system was removed without difficulty, and another balloon was used to fully expand the stent at its intended location. Another stent was then placed distal to the implanted stent to fully cover the lesion. There was no patient injury reported. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was not available for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the palmaz genesis opta pro balloon leaked and became caught on the stent. The stent was advanced across the left subclavian lesion (lesion/vessel characteristics unknown) via radial access. The physician attempted to expand the stent via an indeflator, but the balloon would not hold the pressure to expand the stent. He quickly filled the indeflator which allowed him to get some expansion at the proximal end of the stent. He determined the balloon had a leak and tried to remove the balloon, but the balloon was stuck on the stent and could not be removed. The balloon did not significantly block blood flow. An additional access was made via the groin and a guidewire was placed to secure the stent. The stent delivery system was removed without difficulty, and another balloon was used to fully expand the stent at its intended location. Another stent was then placed distal to the implanted stent to fully cover the lesion. There was no patient injury reported.